Manufacturer narrative:
Product was not received; the lot number was not provided. This device involved a failure of the distal end/jaw. Investigation results: similar complaint devices were returned to the manufacturer for physical evaluation. A visual examination was performed which confirmed the distal braze failure/breakage. All returned non-conforming devices exhibited the same failure; a failure of the braze that connects the tube to either the lower jaw or dovetail. The lot number was not provided. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The supplier reviewed the work instructions (wi) for the tube sub assembly test procedure wi, the brazing procedure wi, and the brazed joint buffing wi and identified improvement opportunities. While the tube subassembly joint is 100% percent tested with a torsional force, there was no requirement for applying a bending force to the joint. Therefore, a manual bend test was added to the wi. Additionally, a review of the torque test fixture and accompanying wi, noted the potential for the tube to slip inside the collet during inspections allowing for a defective part to potentially pass this test. The tube sub assembly test procedure was further updated to note this potential failure mode and to define the process for cleaning the parts and fixture/collet with alcohol prior to use. A review of the brazing procedure wi revealed that the glass tube was too short to effectively seal the brazing area off from the surrounding environment. Without a proper seal the brazing area could have insufficient argon present to facilitate effective brazing. The brazing procedure wi was updated to include a check for this condition prior to brazing. Additionally, the supplier updated the wi to optimize the order of operations of when flux is applied, the soldering ring is assembled, and the tube is loaded. This change ensured that flux would be present throughout the entire joint space and allow for proper solder travel. Furthermore, a functional review and visual examination of the nest, which the tube sub assembly sits into, was performed. This review revealed that the two argon access holes were clogged. Therefore, the associated preventative maintenance activities were updated to monitor the access holes and prevent a recurrence of buildup. Finally, the supplier updated the brazed joint buffing wi to note the potential failure mode of excessive buffing, which could remove too much material and weaken the joint. The investigation into the cause of the reported problem was able to confirm the failure mode of a distal braze failure/breakage. This event likely occurred due to inadequacies in the defined production process which limited the device performance. Therefore, the most probable root cause is considered to be manufacturing related. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "on (B)(6) 2019, while performing a total laparoscopic hysterectomy the surgeon was using the atraumatic graspers. A resident noticed that the jaws of the graspers wouldn't close its jaw to retrieve it from the patient's body. While trying to close the jaws a part of the jaw fell inside the patient's body. The small part was successfully recovered from the patient's body after the incident." This incident didn't cause or contribute to any serious injury or death to the patient. There was no delay in surgery reported. There was no additional intervention required. There was no need for x-rays.